Manufacturer narrative:
Actual device was not analyzed as it was not returned to the manufacturer. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Additional information received indicated surgical intervention was undertaken and the ipg was explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is depleting earlier than anticipated. As a result, surgical intervention may be pending to address this issue.